Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with the blood glucose of 20 mg/dl. The event involved product(s) mmt-332a, mmt-1880l, mmt-876a. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the auto mode feature was not active at the time of incident. No further patient complications were reported. The customer will discontinue to use the insulin pump. No product return is required for mmt-332a. Mmt-1880l will be returned for analysis. No product return is required for mmt-876a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b3, b5, h6 (hecc, heic) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On may 30, 2024, customer's mother reported that the customer just got out of the hospital a month ago after an amputation. Since then, she has been having low bg everyday and her bg went down to lower than 20mg/dl last night, even after her doctor had already lowered her settings. The low was treated with glucagon shot. Caller declined troubleshooting. Her doctor said to get a replacement pump. The caller wanted a 780g pump but medtronic had not received a prescription for that yet. So, caller agreed to a 770g replacement. Pump was used within 48 hours of the low. Customer uses a competitor¿s sensor. So, auto mode was not used.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. Pump passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.